Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) levels ranged from below 45-50 mg/dl. Low bg causes were not known; however, the customer reported using an off label brand of insulin with the pump. The customer's children provided assistance and a paramedic administered glucagon shots to treat the low bg. Additionally, the customer consumed a glucose gel, sugary drinks, and carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.